Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient had received five shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review of the data from the remote home monitoring system, it was noted that the battery status had decreased from 74 percent to 14 percent. Boston scientific engineering reviewed the data and confirmed that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery appeared to be depleting more quickly than expected and recommended replacement. It was further noted that since the patient's ejection fraction had improved, the physician opted to leave the s-ICD implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was noted to have no telemetry and did not respond to magnet application. The case was opened and visual inspection noted no irregularities. The device then had telemetry. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition, which depleted this s-ICD's battery. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor was caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol) and was subsequently explanted. A new device was successfully implanted and no additional adverse patient effects were reported.